Event description:
Per the clinical review on 30-sep-2015: during cardiopulmonary bypass (cpb) and this occurred a few times during this procedure, the central control monitor (ccm) display would disappear and horizontal lines appeared on the screen. This behavior would last two to three seconds, then return to the usual ccm display. According to the subsidiary site, no audible tone or message was displayed during or after this behavior. The pumps did not slow down or stop during these events and there was no loss of safety systems. This behavior had no impact on the icons or functionality of the ccm after the display returned to normal. The ccm was used for the remainder of the procedure and was changed out after the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's subsidiary reported the central control monitor (ccm) was not available to be returned. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). The manufacturers subsidiary checked all systems including ccm, but this problem could not be duplicated. After 20-25 switch off and on of system-1 they could not duplicate this issue again. They also tried to see possible problem in service file, but they could not find anything wrong .time when problem exist not present in files.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen disappeared a few times for two to three seconds. From time to time on picture only horizontal lines appeared. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.